Event description:
The user facility reported, the housing broke at the weld. The broken housing could cause the non-sterile battery to be exposed to the sterile field. Attempts are being made to obtain additional information about the event; no further information has been received.

Manufacturer narrative:
The reported event was confirmed. A picture was attached at intake. It was visually observed the weld was compromised. Corrected data: d9.

Event description:
The user facility reported, the housing broke at the weld. The broken housing could cause the non-sterile battery to be exposed to the sterile field. Attempts are being made to obtain additional information about the event; no further information has been received.